Manufacturer narrative:
The customer complaint that the unit shuts down every 20 minutes could not be confirmed. The unit passed all tests. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes.

Event description:
The customer reports that the pump shuts down every 20 minutes. There was no patient involved.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.